Event description:
It was reported that the pt presented to the clinic in 2008 with a swollen pump incision site with a quarter size hole near the center, and yellowish-green purulent drainage at both the low back and abdominal incisions. The pt's system was removed. The pt recovered without sequela. A post-operative visit on three weeks later revealed no signs of infection and that the incisions were well healed. There is no plan to reimplant. The pt's pump contained baclofen 500 mcg/ml delivered at 49.98 mcg/day. Reference MFR report# 6000030200801456.